Event description:
It was reported that the patient had a medtronic stimulator and it was not working. No further information was provided and it was not possible to look up any patient/device information as deciphering of the last name was futile. Phone number was not listed in prs (patient registration services) and no serial number was provided. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).